Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correct h6 code. Corrected field: h6 medical device problem code from material fragmentation (a040103) to break (a0401) and detachment of device or device component (a0501). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The loop broke and fell inside the patient's uterine cavity. Forceps were used to retrieve the fallen device and the therapeutic hysteroscopic myomectomy was completed using a backup device. No reports of further patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.